Event description:
It was reported that patient had a generator replacement from a m1000 to a m1000. When she initially interrogated the new generator it worked just fine with a lead impedance within normal limits, then when she checked it a second time it was within normal limits again. After the surgeon put the generator in the pocket for her to do the heart rate testing, she was not able to interrogate at all. She tried multiple times and it did not pick up anything. Cautery was not used after the new generator was in the sterile field so we are sure that it did not get zapped. Batteries in the wand were brand new and it was working just fine. They unscrewed the generator from the lead and placed the new generator on a sterile towel. Again, the representative present tried to interrogate the new generator and it would not pick up anything. The surgeon then instructed her to open a new generator so she used her back-up trunk stock generator. The representative later reported that there was no error messages seen when the device failed to interrogate. The wand batteries were changed and brand new, there was no electrical interference, and she tried to turn the wand on and off. The provider has been able to interrogate 6 other patients with no other issues after the failure to program event. After a new m1000 was used, it interrogated just fine. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution. The generator was hp sterilized. The generator has been returned for product analysis. Pa has not been completed to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803. The medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA or anyone else that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA and livanova objects to their use.

Event description:
The generator was received and underwent product analysis. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant which may have been a contributing factor for the reboot seen. The generator data showed that the device had a reboot 2 which occurred on the day of surgery. The type of reboot is seen when the generator is exposed to high current states (electrocautery). An interrogation, a system diagnostic test, and a comprehensive automated electrical evaluation were performed. Other than the noted reboot event, no anomalies were seen, and the device performed according to functional specifications. Although it was previously reported that the device was not exposed to electrocautery, given the reboot 2 code and burn marks on the outside of the generator, the cause of premature battery depletion is likely expose to electrocautery. The failure to program seen was likely caused by the electrocautery as well, since this temporarily depletes the generator voltage. Upon interrogation during product analysis, an eos pulse disabled message appeared, further indicating the failure to program seen during surgery was due to the temporary battery depletion from electrocautery use.